Event description:
An investigation report from an implant retrieval center was received and reported that during examination of the rod, the retrieval center found the rod exerted no force during force testing. Additionally, the rod was unable to be further disassembled, therefore, the drive pin and o-ring seal were unable to be examined. No additional information is available.

Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6) lab. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.